Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-09049. It was reported the patient was not receiving effective therapy to the desired areas. As a result, surgical intervention was undertaken on (B)(6) 2015. The existing leads were explanted and replaced with new model. Reportedly, the physician electively moved the ipg pocket to the left flank location. Adequate paresthesia was achieved postoperatively. The issue is resolved.